Manufacturer narrative:
Reference record (B)(4). The device manufacturer and lot number of the intestinal tube involved in this event was not provided by the complainant. Therefore, it is unknown if the tubing involved was the abbvie intestinal tube. Abbvie has chosen to report this event due to the potential that the intestinal tube involved could have been the abbvie intestinal tube. The device involved in the event was not returned, it was discarded; therefore a return sample evaluation is unable to be performed. Gastrointestinal perforation is a known complication of a peg-j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. The report indicated that the placement of peg tube was successful, however; the placement of intestinal tube was unsuccessful because of a gastrointestinal perforation complication.